Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred prior to the laparoscopic cholecystectomy procedure. The doctor used the product and failed to formation. The clips malformed. There was no patient injury involved in the event. Patient status : stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, occurred prior to the laparoscopic cholecystectomy procedure. The doctor used the product and failed to formation. The clips malformed. Patient status : stable.

Event description:
According to the reporter: occurred prior to the procedure. The clips malformed. There was no patient injury involved in the event.